Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked liquid crystal display controller and cracked liquid crystal display glass. Unable to verify missing segments/partial display or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and was beeping. Blood glucose level at the time of the incident was not provided. Troubleshooting was completed. The battery was replaced but the screen had blurry lines. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.